Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin set's cannula was bent. The bent cannula occurred during removal. The customer's blood glucose level during the incident was 300 mg/dl. Troubleshooting was performed and the customer was advised to change the infusion set. Additionally, the customer also reported that they had a high blood glucose level of 400 mg/dl. The customer's current blood glucose level was 141 mg/dl. The customer treated the high blood glucose by going to the emergency room on (B)(6) 2017. The customer's blood glucose level when admitted was 258 mg/dl. They had high ketones in their urine. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The customer was advised to call back when they receive the tubing clamp to perform the no delivery test. The device will not be returned for analysis.